Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous and mildly calcified proximal left anterior descending artery that was 80% stenosed. Pre-dilatation was performed with an unspecified semi-compliant balloon dilatation catheter (bdc). A 3.0 x 38 mm xience xpedition stent was then advanced to the lesion; however, during inflation, contrast was leaking from the tip of the stent delivery system. The stent delivery balloon was therefore unable to be inflated and the stent completely failed to deploy. Therefore, the device was replaced with a 3.0 x 33 mm xience xpedition sent which was implanted to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported leak, inflation issue and failure to deploy were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported shaft leak; however, the reported inflation issues and failure to deploy appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.